Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing reservoir tube o-ring, a missing retainer and a pillowing keypad overlay. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. The insulin pump was also received with a missing segments or partial display due to cracked glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display.

Event description:
Information received by medtronic indicated that the insulin pump had was broken at the back of insulin pump and at reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.